Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an atrial intrinsic amplitude out of range which was 0.4mv. Additionally, an alert was generated for atrial automatic threshold detected as greater than programmed amplitude or suspended due to low evoked response (ER). Review of the stored and presenting electrograms (egm) showed intermittent atrial undersensing. Loss of atrial capture was also observed on the presenting egm. Further review of the atrial lead was recommended. The lead remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.